Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: recovery filter (rf048f): the current IFU (instructions for use) states: warnings and potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The g2/g2 express: the current IFU (instructions for use) states: warnings and potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post filter deployment, allegedly three detached filter limbs were identified; one limb embedded in the ivc wall and two limbs migrated to the right and left lung. There was no reported attempt made to retrieve the filter and detached filter limbs. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after seven years and three months of post filter deployment an x- ray showed that two filter fragments were lodged with the parenchyma, one at right lung anteriorly and one at left lung posteriorly, and there no associated of thrombus. Therefore, the investigation is confirmed for filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years post filter deployment, allegedly three detached filter limbs were identified; one limb embedded in the ivc wall and two limbs migrated to the right and left lung. There was no reported attempt made to retrieve the filter and detached filter limbs. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were received. Medical records were not provided. The investigation is inconclusive for the alleged limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post filter deployment, allegedly three detached filter limbs were identified; one limb embedded in the ivc wall and two limbs migrated to the right and left lung. There was no reported attempt made to retrieve the filter and detached filter limbs. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.